Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, healthcare professional reported "complete rupture", "implants clearly ruptured already as capsule opened", "r breast siliconoma". (Granuloma), "extracapsular silicone rupture" confirmed via mammogram and ultrasound, "presenting for evaluation of right breast palpable lump" (silicone migration), and "silicone within right axillary lymph nodes are noted" confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Identified via imaging. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as fold flow opening. ¿ silicone migration: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture identified via imaging. Later, healthcare professional reported "complete rupture", "implants clearly ruptured already as capsule opened", "r breast siliconoma", "extracapsular silicone rupture presenting for evaluation of right breast palpable lump", and "silicone within right axillary lymph nodes are noted. Device has been explanted.